Event description:
The clinician reported that over 3.5 years after the dental implant was placed in the patient's mouth, the implant lost osseointegration in type ii bone. The dental implant was manually torqued to 15 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.